Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with: severe kyphosis with paraparesis. Previous t2-t12 thoracic fusion for scoliosis. Kyphotic deformity at t12-l1 with endplate fracture and disk herniation; and underwent the following procedures: far lateral decompression of t12 and l1 with complete laminectomy. L1 laminectomy. 3 the removal and re-insertion of pedicle instrumentation from t4 to t12. Exploration of the spinal fusion from t4 to t12. Lateral extracavitary fusion t12-l1. Use of local laminectomy bone for the fusion. Osteotomy t12-l1. Pedicle instrumentation l1-l4. T12-l4 fusion posterolaterally. The use of a polyetheretherketone intervertebral cage at t12-l1. The use of morselized allograft for the fusion. Intraoperative use of fluoroscopy. Right far lateral approach to t12-l1 disk space for diskectomy with complete facet removal in transpedicular approach. T12 thoracic osteotomy. L1 decompressive laminectomy. T12-l1 arthrodesis through lateral extracavitary approach. Removal and reinsertion of instrumentation from t2-t12. Placement of pedicle screw instrumentation from l1-l4. L4 laminectomy. Exploration of fusion from t2-t12. Posterolateral arthrodesis t12-l1, l1-l2, l2-l3, and l3-l4. Placement of intervertebral spacer t12-l1. Harvesting of local bone for use of autograft. Use of morcellized allograft. Use of intr aoperative fluoroscopy. As per the op notes: ¿the existing instrumentation was then removed by removing the set caps from t2-t12, and then the existing rods and cross connectors were removed. The fusion from t2-t12 appeared to be four-way and there was bone graft in the process of healing with osseous fusion¿ working on the axilla of the t12 nerve root far lateral disk space was determined, and this was cut into with a #15 blade scalpel. Then disk removal and disk herniation was aggressively performed with pituitary forceps. A series of curettes were used at disk space to curette out disk material. Once the disk space was cleared and a radical diskectomy was performed, a spacer was filled with a bone morphogenetic protein soaked sponge and tamped into disk space at oblique angle. This did provide some reduction and significantly improved the kyphotic deformity. Lateral fluoroscopic views had been taken that showed better overall alignment. Once that was performed, the l4 laminectomy was done rongeured off the spinous processes of l4, and drilling down the superio r portion of the lamina, and then using 3 and 4 mm kerrison punches to remove this. This helped decompressing of the dura for compression and reestablishment of some lordosis as well as aiding visualization of the pedicle screw placement in this area. Then, markers were placed for pedicle screws, and lateral fluoroscopic views were taken. Based on these views, the pedicle finder was used on each pedicle, and 6.5 x 45 mm screws were placed. Pedicle screw stimulation was carried out, and all screws were above threshold. Anteroposterior, lateral, and oblique views were taken that showed all screws are in the pedicles. Bone morphogenetic protein sponges were placed in l4 up to t12 to lamina area¿ additional bone graft consisting of autograft and allograft were packed into the gutters.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.